Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photos and videos wee a vailable for evaluation. Visual inspection noted that the staple line in tissue was bleeding. It was reported that after firing, staple line bleeding occurred. The reported issue was confirmed. The most likely cause could not be established from the information av ailable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: gia 8038l single use loading unit, (lot #2506909g); gia 8038l single use loading unit, (lot #2506909g); gia 8038l single use loading unit, (lot #2506909g); gia 8038l single use loading unit, (lot #2506909g); gia 8038l single use loading unit, (lot #2504083g) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrectomy procedure, after firing, staple line bleeding occurred. Suturing was performed to resolve the staple line bleeding.